Manufacturer narrative:
Product analysis: analysis found that the display board was burned and the keyboard cable was burned out. The epg was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned to the manufacturer for inspection. It was analyzed and tested out of specification. There was no patient involvement.